Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched and separated inner member shaft were confirmed. However, the reported difficulty to remove the protective sheath, inflation issue, and leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device damage and performance with regards to the difficulty with removing the protective sheath was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during unpacking of a 3.5x20 nc trek rx balloon dilatation catheter (bdc), the protective sheath was difficult to remove and force was applied to remove the sheath. To post-dilate an implanted unspecified stent, the bdc was subsequently advanced via femoral access to a non-calcified lesion in the non-tortuous proximal right coronary artery (rca) without resistance. When inflating the balloon once to nominal pressure, while the unspecified inflation device indicated nominal pressure, the balloon did not inflate at all. The bdc was then repositioned proximally, without resistance, and the balloon completely inflated to nominal pressure, but a leak was noted; the physician was unable to determine the origin of the leak. As the physician did not feel comfortable continuing the procedure with this bdc, the balloon was deflated without issue and withdrawn from the anatomy without resistance. It was then noted that the inner member shaft in the balloon appeared to be stretched and one of the inner member balloon markers appeared to have separated into two parts (giving the appearance of a total of 3 balloon markers). While another same size nc trek rx bdc was able to post-dilate the unspecified stent successfully and without issue, its protective sheath was also difficult to remove during unpacking. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional device referenced is being filed under a separate medwatch report. The device was received. The device evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.